Event description:
The customer reported false reactive alinity I toxo igg results for 3 samples (2 samples on (B)(6) 2023 and 1 sample on (B)(6) 2023). The following data was provided: sid (B)(6) (pregnant): result = 4.5 iu/ml reactive / repeat result 2 = 0.1 iu/ml. Toxo igm result = 0.06 index nonreactive. Sid (B)(6) (pregnant) result = 7.6 iu/ml reactive / repeat result = 0.0 iu/ml. Toxo igm result = 0.07 index nonreactive. Sid (B)(6) (not pregnant) result = 3.2 iu/ml reactive / repeat result = 0.0 iu/ml. Toxo igm result = 0.1 index nonreactive there was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. The tracking and trending were reviewed and did not identify any related trends for the product for the issue. The device history record review did not identify any non-conformances or deviations associated with the lot number 49420be00 and complaint issue. The overall performance of alinity I toxo igg reagent lots in the field was reviewed using data gathered from customers worldwide. The median value for the complaint lot was within the established limits and comparable to the historical reagent lot performance. As review of applicable field data suggests that the performance is acceptable, file kit testing is not required. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency of the alinity I toxo igg reagent lot 49420be00 was identified.

Event description:
Hold for dn 10/18 the customer reported false reactive alinity I toxo igg results for 3 samples (2 samples on (B)(6) 2023 and 1 sample on (B)(6) 2023). The following data was provided: sid (B)(6) (pregnant): result = 4.5 iu/ml reactive / repeat result 2 = 0.1 iu/ml toxo igm result = 0.06 index nonreactive. Sid (B)(6) (pregnant) result = 7.6 iu/ml reactive / repeat result = 0.0 iu/ml toxo igm result = 0.07 index nonreactive. Sid (B)(6) (not pregnant) result = 3.2 iu/ml reactive / repeat result = 0.0 iu/ml toxo igm result = 0.1 index nonreactive there was no impact to patient management reported.

Manufacturer narrative:
A1 - patient identifier: (B)(6) (pregnant) / (B)(6) (pregnant) / (B)(6) (not pregnant) (3 patients total) all available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 07p45-22 that has a similar product distributed in the us, list number 7p45-40 /-45. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.